Manufacturer narrative:
The aquadex flexflow system console used in the therapy was returned for evaluation and meets all specification testing. A review of the records showed no abnormalities in manufacturing, final acceptance, quality control or the service processes. The aquadex system appears to have performed within required specifications. The facility will be monitored as part of routine complaint handling and reporting procedures. The company and the facility consider this investigation closed. The aquadex flexflow device was working within stated parameters. Extracorporeal blood circulation may be associated with a risk of blood loss and air embolism. There was no disconnecting alarm when the infusion catheter and needle were withdrawn. This is a recognized hazard of therapy, as the pressure drop with withdraw of the infusion catheter is negligible. The products direction for use - dfu and users manual clearly identifies catheter securement and management as critical to successful therapy as well as part of hospital procedure. The insertion site should be checked frequently for complications of excess bleeding, redness at the site, drainage or hematoma formation." The users guide explicitly identifies the importance of "strain reliefs on tubing" for the prevention of disconnect. The nursing interview identifies a hospital departure from recommendations, there was no strain relief (tubing loop) at the securing site of the catheter.

Event description:
Admission hgb was 8.5, and transfusion of packed red blood cells initiated at admission to the cardiac intensive care unit. Flex flow ultrafiltration was initiated per protocol in the intensive care unit, for clinical indications of volume overload in a patient recalcitrant to diuretic therapy. Blood flow was established at 40cc/min, and uf rate established at 300 cc/hr. Per the ICU protocol the patient, was examined every 15 minutes during therapy. At 1:30 am on the next day (no more than 15 minutes from the prior clinical examination) nursing observed that the infusion line (return blood) and IV had fallen out of the patient and was on the bed. Blood was continuing to be withdrawn at the underlying rate, and no more than 15 minutes of circulation at 40 cc/min were lost (maximum blood loss 600cc). Another packed unit of rbc were administered at 3am and hgb the next day was 8.6. The patient subsequently had received a total of 5 units of prbc and the source of ongoing bleeding has not been identified. The patient did not experience a drop of hgb below admission presentation.